Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead . Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding a wireless external neurostimulator (wens) via a manufacturer¿s representative (rep). The rep reported that there was a settings not available message on the controller. The rep reported that the patient was unable to increase beyond 15ma but was able to before today. The rep reported that the patient did have multiple groups, programs and it was one program where the patient was unable to increase beyond 15ma. The rep was not with the patient at the time of the call for troubleshooting. Additional information was received from the rep. The rep reported that the cause of the settings not available message and inability to increase was that the trial leads moved. The rep reported that the leads were removed and the trial was over. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not known. No further complications reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.